Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize a battery pack) was confirmed. As received, the charger/modem was resetting and would not recognize a battery pack. Upon evaluation, liquid contamination was found on the battery board and the u13 and d2 components on the bedside board were shorted. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. The root cause of the inability to recognize a battery pack cannot be distinguished between the contamination or u104, u1003 failure. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not recognize when a battery was inserted.